Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 cobas c 701 module. The initial result was 14.3 mg/dl and did not match the patient¿s condition. The repeat result was 8.2 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer found the rinse nozzles were partly blocked. He cleaned the rinse nozzles, reconnected a rinse nozzle spring, and repaired a piece of the vacuum tub that had a hole. He checked all other vacuum tubing, the cuvette liquid volume, the gear pump, and the probes. He ran mechanism checks, cell blanks, and qc. A general reagent issue was ruled out as the qc and instrument performed within specification.